Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose was meter 6.5 versus lab 5.1mmol/l with a difference of 1.4mmol/l. Tests were done 1 minute apart. Pt did not experience any adverse events. No further info has been reported.